Event description:
A zoll pt service rep contacted zoll customer support to report that a patient was treated and later passed away. Zoll logistics spoke to the patient's spouse who reported that the pt told her to press the response buttons during a treatment alarm after gel deployment. While pressing the response buttons, the pt's wife called ems. Upon arrival, ems cut the cables on the electrode belt. The pt received three appropriate shocks. The initial treatment was delayed by 10 minutes through response button use. All treatments resulted in asystole. Post-shock asystole is a know adverse outcome associated with defibrillation. The pt's monitor was returned and was found to be fully functional. It was reported that the funeral home further damaged the electrode belt and disposed of it.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor was fully functional. Device eval of electrode belt sn (B)(4) could not be performed as the electrode belt was not returned. It was reported that both ems and the funeral home cut cables on the belt. It was also reported that the funeral home threw the belt away. A treatable arrhythmia (ventricular tachycardia (vt) was first detected by the lifevest at 17:13:19 on (B)(6) 2014. Gel was released at 17:13:48. The response buttons were pressed intermittently from 17::13:54 to 17:23:27 during which time ventricular tachycardia transitioned to ventricular fibrillation (vf). Treatment #1 (17:25:37) which resulted in asystole. The post shock asystole again transitioned to vf and the pt received treatment #3 (17:26:56) which resulted in asystole. The electrode belt was disconnected at 17:58:29. The lifevest operated according to its specifications. Post-shock asystole is a known risk of defibrillation.